Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant). At the time of the report, the pelvic infection outcome was unknown. The reporter considered pelvic infection to be related to essure. The reporter commented: plaintiff reported infection with IV antibiotics or hospitalization but not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant). At the time of the report, the pelvic infection outcome was unknown. The reporter considered pelvic infection to be related to essure. The reporter commented: plaintiff reported infection with IV antibiotics or hospitalization but not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.